Event description:
It was reported that patient underwent reverse shoulder procedure in 2009. Subsequently, patient was working on farm machinery and reportedly heard a metallic sound in his shoulder. Revision was performed eight months later; truunion of the humeral tray was noted to be fractured inside of the stem. Components were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There have been no trends identified related to this type of event. Evaluation of returned component found that the taper of the humeral tray was retained inside the stem. Evaluation of the humeral tray found component fractured in bending overload. This report filed november 7, 2009.